Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5151138) in which the patient states that he refused to use this device as he is hearing reports of potential overheating, fire, and smoke when used. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.